Event description:
A customer reported that they did not receive control solution in their freestyle lite blood glucose monitoring system kit, and therefore did not use their meter. It should be noted that control solution vials are not included in the packaging of the freestyle lite system kits. Additionally, the customer reported misplacing their user's manual. Because the customer was not obtaining glucose results, they in turn were not appropriately medicating themselves. The customer reported feeling disoriented and experiencing hallucinations. They then reported losing consciousness. Customer was transported to a local hospital where they were diagnosed with diabetic ketoacidosis, and insulin was administered in order to stabilize glucose levels.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.